Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that recognition failures for bipolar and monopolar energy cord connections occurred with the erbe system. The user power cycled the erbe, confirmed that the ground pad icon was illuminated green, replaced the instruments, and replaced the energy cords, which did not resolve the issue. The user continued with the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and failure analysis investigations could not replicate or confirm the customer-reported complaint. The reported issue could not be confirmed through system log analysis. Upon visual inspection, the unit was found to have a small paint chip on the right edge of the cover/housing and scratches on the bezel. The erbe was tested using the system and displayed error c-84 during monopolar operation. The unit will be sent to the original equipment manufacturer (OEM) for further investigation.

Event description:
Refer to h11 for follow-up information.